Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-02728. It was reported that the patient had undergone multiple falls recently and was not receiving adequate therapy. It was confirmed that one of the patient's leads had migrated. In turn, surgical intervention was undertaken wherein the lead that had migrated was explanted and replaced. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead had migrated and was explanted, both leads are being reported.